Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) strain relief was slightly offset. The ID band was skived off and the strain relief was unwound by the penumbra investigator, and no underlying damage was found. Conclusions: evaluation of the returned device revealed a 0.035¿ stainless steel mandrel was successfully advanced through the 3maxc and out of the distal tip without an issue. A 0.043¿ stainless steel mandrel was advanced through the proximal shaft of the 3maxc and no resistance was encountered. Further evaluation revealed a slight offset in the strain relief of the 3maxc. The strain relief was unwound by the penumbra investigator and no damage was found. The root cause of this complaint could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute-stage ischemic cerebral infarction in the m2 segment of the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician used a 3max to aspirate much of the thrombus using the adapt method; however, no patency was restored resulting in an occlusion of the m1 segment. In order to address this situation, the physician used a stent retriever device instead, and the m1 segment became completely reperfused. However, the m2 segment remained occluded at this time and therefore, the physician attempted to restore potency by using the same 3max to aspirate thrombus from m2 segment. While attempting to advance another manufacturer¿s micro-guidewire through the 3max, the physician immediately experienced resistance right after inserting the micro-guidewire into the 3max and the micro-guidewire was unable to advance further. The physician then changed the micro-guidewire with another manufacturer¿s micro-guidewire but similar resistance was experienced again and the micro-guidewire would not advance through the 3max. The procedure was ended at this point with the m2 segment still occluded. There was no report of an adverse effect to the patient.